Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the program on a smiths medical cadd-ms 3 ambulatory infusion pump was "wiped out". It was reported that issue did not occur while in use with the patient and that the patient was able to use a backup pump. No adverse patient effects were reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified regarding " programming problem". During investigation, the pump was inspected and powered up, and the pump displayed error code 111 on screen. Further investigation of the pump determined that the downstream occlusion sensor was defective and the root cause of the reported issue. According to the investigation, the downstream occlusion sensor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.